Event description:
It was reported that rapid battery depletion to eri was observed. At follow up four months prior the battery was within normal limits. No abnormal impedance or inappropriate therapy were observed. A long charge time was also noted. The device was explant...

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that rapid battery depletion to eri was observed. At follow up four months prior the battery was within normal limits. No abnormal impedance or inappropriate therapy were observed. A long charge time was also noted. The device was explanted.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was found to be caused by a low battery voltage. With an external power supply attached, the device functioned normally. No current was detected during testing the power consumption was normal. The original battery was sent to the vendor and no anomaly was found. The cause of the premature battery depletion could not be determined.